Event description:
It was reported that the patient's catheter was confirmed to be dislodged; the spinal section of catheter was revised/replaced. It was later reported that the catheter was completely dislodged from the intrathecal space and down at the lumbar subcutaneous area. The patient experienced ''greater than (his) normal spasticity.'' During the revision, the hcp spliced the distal portion of the catheter; this was then advanced to the level of t8-9. The patient received baclofen via the drug delivery system.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n271770010, implanted: (B)(6) 2011, explanted: (B)(6) 2011 (partial).